Event description:
Biomed was asked to check an ultrasonic gastrovideoscope with report of no air through air/water channel. In process of triaging problem, biomed discovered we had in stock two different custom ultrasonic ultrasound valve covers for air/water cylinder. Both with same exterior look and same serial number. Correct cover has rubber seal that fits flush to cover both air/water and suction cylinders. Incorrect cover (similar to that used for general gi endoscopes) has offset rubber seal that does not completely seat against air/water port cylinder. Incorrect product (3 covers) sequestered as soon as discovered. Correct product (2 covers) validated and verified for use. Custom ultrasonic was contacted by phone and described discrepancy. Custom ultrasonic agreed with our assessment and said they would ship three new (correct) covers. Staff tested ultrasonic gastrovideoscope with a correct and incorrect cover during reprocessing cycle in custom ultrasonic machine. No fluid flush seen exiting distal air/water channel with incorrect cover, whereas steady flow seen with correct cover. Similar inspection and validation done in presence of infection control and biomed.